Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed for both lot numbers, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Lot number: 5666924, manufacturing date: 3/2/2006, sterilization expiration date: 3/1/2010; lot number: 5667790, manufacturing date: 3/3/2006, sterilization expiration date: 3/2/2010. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 380cc breast implant that deflated post-operatively. At the time of this report, mentor has received no information regarding a possible date of explant, but it was indicated that the patient would have the device replaced with another mentor breast implant. Both lot numbers 5666924 and 5667790 were provided, but it is not known which of these is the complaint device, and which is the concomitant product. If additional clarification is received in the future, a supplemental report will be submitted.